Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d8, d9, e1, e3, g2, h2, h3, h4, h6 and h11. In addition, the following reportable malfunctions were identified during the device evaluation: interface failure. Based on the results of the investigation, the probable cause of the malfunction was determined to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an error e226. There were no reports of patient harm.